Manufacturer narrative:
UDI: (B)(4) gtin unavailable, product made prior to gtin compliance date. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, an unknown surgery of the femoral trochanteric fracture was performed with proximal femoral nail antirotation (pfna). During the surgery, the hexagonal screwdriver did not hold the end cap properly and the end cap easily came off the driver. The procedure was successfully completed without surgical delay. Patient outcome was stable. After the surgery, the sales consultant confirmed that the bit of the screwdriver was obviously smaller than another one with the same product code and did not hold an end cap which he used to check. Concomitant device: end cap (part: unknown, lot: unknown, quantity: 1). This report is for a hexagonal screwdriver. This is report 1 of 1 for (B)(4).